Event description:
"The nurse reported that the defective introducer barbed immediately with attempt to advance the dilator / introducer over the wire. The skin nick was felt to be adequate to minimize resistance with introducer advancement. When a second introducer was obtained from another tray it was easily advanced."

Manufacturer narrative:
Sample is being sterilized before physical evaluation.